Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ needle-free connector septum got pushed into the adapter. The following information was provided by the initial reporter: in stand alone qsyte,septum got pushed inside. One side seems to be dislocated. They were unable to fix the syringe in the qsyte due to this issue.

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received four photographs which displayed one used q-syte unit from lot number 2238453. A gross visual inspection of the unit found that the septum was pushed in. No other damage could be seen to any of the other components. As the photo does not provide further detail, it is possible that the reported event may have originated in the user or manufacturing environment. During manufacturing, low bond strength (or insufficient adhesive), septum misorientation, damage to the top body of the q-syte, and damaged tooling may result in the septum being pushed in. Additionally, during use, a pushed in septum can occur due to excessive actuations and extraneous force. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd q-syte¿ needle-free connector septum got pushed into the adapter. The following information was provided by the initial reporter: in stand alone qsyte,septum got pushed inside. One side seems to be dislocated. They were unable to fix the syringe in the qsyte due to this issue.